Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a home patient received a system error 2240 (air in line) alarm, with a cascading system error 2367 alarm. This occurred on the homechoice (hc) during therapy while the patient was connected to the hc. There were no issues noted with the supplies nor the set-up at the time of the alarms. The technical service representative assisted the patient to clear the alarms. There was no adverse event. No additional information is available.